Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a 110b (check vent: proximal pressure sensor auto zero failed) error code. The device was reported to be outside of use at the time of the reported problem. The customer reported that there was a 110b error code found. The customer was informed that the device would need to be repaired before any further work could be completed. The customer stated that they would handle the repair and that the salesforce case was only to be used for documentation of the issue. No quote was to be provided and the case could be canceled. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that device was not repaired. The customer determined that until further notice, the device would be removed from service pending replacement with a new device. The device was sent to offsite storage. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.